Manufacturer narrative:
(B)(4): consumer did not returned.

Event description:
Consumer reports while "brushing my teeth the head of the brush completely snapped off the neck of the brush head. I was not hurt in this incident."